Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in the dialysate compartment during pt treatment. New disposables used to continue the treatment without incident. Estimated blood loss=250cc. The dialyzer was reused prior to the reported events, exact number of times unknown. Hcp reports no pt injury or need for medical intervention.